Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Since having their ins replaced, the patient has felt a shocking in the ins pocket area all of the time, even when the ins is off. This was considered a sudden change in therapy/symptoms. Technical services reviewed considerations. The rep would discuss with the healthcare professional (hcp). No further complications were reported/are anticipated.